Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Diopter: -14.00/05/122. No code available (vaulting). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed there was no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -14.00/05/122 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Surgery is pending to explant and exchange the lens due excessive vaulting. The lens remains implanted.